Manufacturer narrative:
D10 concomitant medical product: nonb12stf, nonb12stf no blade 12 std fix (lot#j3b0815y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic gastric bypass, after about 40 minutes, two trocars began to leak, causing the loss of the pneumoperitoneum. The seals of two trocars were damaged. The devices were not replaced. The surgical time extended 30 minutes or more due to the loss of pneumoperitoneum. There was no patient injury.